Event description:
[Moderna vaccine] use for covid-19 under emergency use authorization (eua): when vaccine was administered the needle and hub of syringe disconnected resulting in patient not receiving a full dose of the moderna covid vaccine. FDA safety report ID # (B)(4).